Manufacturer narrative:
Product is not returned as it is still in service. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. This lead remains in service. No additional adverse patient effects.